Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with medical records received. Review of the available records identified the following: the patient has been experiencing elevated metal ions and swelling. Patient's blood work confirmed elevated metal ion levels. A revision procedure is not yet scheduled. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: cat# 00771101100 femoral stem 12/14 neck taper, lot# 61375652; cat# 00620005622 shell porous, lot# 61381069; cat# 00-6310-056-32 xlpe 10 deg poly liner, lot# 60446737; cat# 00-6250-065-30 trilogy bone scr, lot# 61422326. The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 03478.

Event description:
It was reported patient¿s legal counsel reported patient underwent a right hip arthroplasty. Legal counsel further reports patient has not yet scheduled a surgery for explantation of the right hip components at issue. Patient is experiencing elevated metal ion levels and swelling. No additional information.